Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined and revealed that the balloon had burst radially and longitudinally with no apparent balloon material missing. Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing was performed and revealed that all measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or overinflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the annulus/leaflets presented a severe degree of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per report received from austria, it was a case of an implant of a 26mm sapien 3 valve in aortic position by transfemoral approach. During deployment, when the valve was fully deployed, the balloon burst. The commander delivery system with the burst balloon was then removed without issues and the case was successfully completed. The patient was noted to be in stable condition.

Manufacturer narrative:
Investigation is ongoing.